Manufacturer narrative:
It was mentioned that aquacel extra doesn¿t absorb exudate properly. However, it was unknown what model number of aquacel extra product was actually used. Therefore, the nearest model number has been captured. Initial reporter complainant country: (B)(6). Imdrf clinical signs: e1726 is captured in for the issue that maceration on the skin since this code is not available for selection in the database. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
The nurse reported that the unknown number of company's dressings sometimes did not absorb exudate properly and patients got maceration on the skin. No photo was available at this time. Additionally, it was reported that complaint was obtained from some market research which had been conducted by a third party. The health care professional requested to remain anonymous, so she was unable to obtain any information in addition to the limited details provided.